Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced poor performance and pain with device use, subsequently the patient was treated with antibiotics and steroids (date and type not reported).